Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxr00 19.0 diopter intraocular lens (iol) was explanted from a female patient's left eye due to issue with sight. The physician stated that the patient had symfony iol plano refractive target and poor quality near vision in both eyes. At explant there was no incision enlargement, no vitrectomy or sutures required. The explanted lens was replaced with a model zkb00 19.5 diopter iol. There was no patient injury post-op reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 07/13/2017. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.